Manufacturer narrative:
(B)(4). Additional information - generator event logs received and summarized.

Manufacturer narrative:
(B)(4). Batch # m92e5d. Additional information requested and received: what was the surgeon technique used; was full (plastic to plastic) closure of the jaw and thumb ring achieved during sealing: yes full closure of the jaw and thumb ring was achieved. How much tension was on the vessel or applied during transection. Was it a fast transection: there wasn't much tension on the tissue and it was a slow transection. Did the transection occur in a wet or dry field: the field was dry. What power level was used to make the vessel transection/seal, what vessel (assuming it is a named vessel) experienced the bleed and how large was it: the vessel transected was the facial vein close to the ijv. I felt it was about 5mm (I wouldn't have attempted transecting it otherwise). Were there any alert screens that appeared during the procedure: no alert screens appeared during the procedure. How long was the procedure: the procedure took about 2 hours per side. Did the seal in question occur towards the beginning, middle, or end of the procedure: the seal in question took place during the middle of the procedure. Was the patient on any anti-coagulant therapy prior to surgical procedure: unknown, during the second operation when minor bleeding was noticed, what does the surgeon believe was the cause: there was no second operation as the patient arrested in anesthetics. Additional information received: yesterday an adverse patient outcome where unfortunately the patient has had a cardiac arrest upon returning to theatre after a neck dissection where one of our devices was used. It doesn't seem at the moment that any blame is being apportioned to the device itself however the arrest was caused after the admission of anesthetic due to a vessel that had opened post-surgery. Conversation with surgeon involved in this case a consultant maxillofacial surgeon. To summarize the details of the case: a (B)(6) year old man underwent diagnostic and therapeutic bilateral tonsillectomy and bilateral neck dissection to treat cancer. At the time of surgery the tumors in the neck were thought to be secondaries from an unknown primary, although it was suspected to be the tonsils, which is why they were removed. This was confirmed to be true after surgery, and there was also thought to be cancer at the base of the tongue too. Surgery started at approx 1.30pm. During surgery the surgeon and the registrar used harmonic to seal vessels as per their usual practice, and all bleeding appeared to be controlled. Surgery was completed around 5pm and the patient was moved to the recovery area. The handpiece was then thrown away and could not be retrieved for further analysis. The connector lead was retained though. After 6pm, whilst still in the recovery area, the patient became agitated and bleeding from the right neck was observed. The patient was taken back to the or and the right neck wound was explored. Minor bleeding was noted and controlled and the patient was returned to the recovery area for a second time. Soon after this, bleeding was noted from both sides and the patient was being prepped for surgery for a third time, during which time he suffered a cardiac arrest and died. A govt home office pathologist performed the post-mortem examination and determined that there had been roughly 2l of blood loss from vessels on both sides of the neck. The surgeon did not think the bleeding was caused by any inadvertent removal of lines or drains. The surgeon did not have the patient's notes with him when we spoke so all of the above was from memory, although he was present during the post-mortem. He told me that he thought there would be a coroner's inquest in (B)(6). I explained that as a company we would provide any necessary information or support to aid the ongoing investigation, and he has my contact details should he need anything. Two sterile samples were received from same lot. The device (a) was returned inside of sterile package in good physical condition. The sterile package was open to analyze the device. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected, no anomalies were noted. There were no anomalies noted with the functionality of the device. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. Max power is set at power level 5 and cannot be adjusted. The device was tested with the test media and performed as expected, no anomalies were found. It could not be determined what may have caused the reported incident. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device (b) was returned inside of sterile package in good physical condition. The sterile package was open to analyze the device. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected, no anomalies were noted. There were no anomalies noted with the functionality of the device. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. Max power is set at power level 5 and cannot be adjusted. The device was tested with the test media and performed as expected, no anomalies were found. It could not be determined what may have caused the reported incident. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a bilateral neck dissection procedure, the focus shears were used to seal a vessel during the procedure. At the time of surgery, the shears worked as they should and the vessel appeared sealed so the instrument was discarded in the usual manner. Unfortunately, post-surgery, the patient developed a leak and passed away. The coroner's report detected that the leak was at the point of where the seal had taken place.

Manufacturer narrative:
(B)(4). Additional information received - file is not reportable as surgeon advised that he does not believe the device is related to the death of the patient. As part of the coroner¿s inquest process, questions have been submitted and responses provided from the hospital and surgeon and ethicon. This week the hospital confirmed their position that no further questions will be raised regarding the harmonic scalpel equipment manufactured by ethicon used during the operation and they have no further questions to be raised with ethicon. It is the hospital's position that, ¿considering the content of the information provided by ethicon to date, together with the report of professor (B)(6), no additional evidence or information is likely to be provided by ethicon that may assist in ascertaining the cause of death in this matter.¿ the surgeon reports the device worked as intended during the surgery at issue and he does not believe the device is related to the death of the patient.